Event description:
The patient was reportedly experiencing intermittencies followed by a loss of lock. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Revision surgery has been scheduled.